Event description:
No additional information

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: it was reported by customer that the needle didn't retract appropriately. Mechanism clicked but needle didn't retract immediately. Can you please provide an exact date of event in format (mm-dd-yyyy)? 01/23/2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result. None -staff report fear of needlesticks.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.